Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02586. It was reported patient presented in an atrial arrhythmia which was undersensed by the device that resulted in irregular and rapid ventricular pacing noted on a remote interrogation from the emergency department. Programming changes were made to decrease pvab and increased atrial sensitivity to improve sensing during future mode switches.